Event description:
It was reported to philips that the system gave an alert indicating the collimator was defective, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed successfully as the customer was able to access the necessary visuals although part of the image was covered by a collimator blade. The philips remote service engineer (rse) analysed the system log files; analysis indicated error related to faulty collimator wedge. A philips field service engineer (fse) inspected the system onsite and confirmed a mechanical fault inside the collimator, which caused the blades to block a few parts of the image. A review of the system logfiles confirmed the reported defect in the collimator was due to a malfunction in the collimator. The fse replaced defective collimator and returned for analysis, confirming the cause of collimator failure was due to faulty collimator wedge. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.